Manufacturer narrative:
H10. The h6 codes had been updated to reflect the new information. Following review of the additional information received, the event is no longer deemed a reportable malfunction as stipulated in 21 cfr 803. H6 update: the previously applied device code c53269 (a26) is no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The catheter was investigated and found to be placed at a higher vertebral level than usual due to surgical reasons. There were no device or procedural issues, and the only patient issue has been increased spasticity, as per the report. The cause of the issue/increased spasticity was not determined; however, the physician confirmed that the higher catheter tip placement was responsible for an increased baclofen requirement. Further actions taken included the patient monitored and increased dose; specific information was unknown. The issue was resolved. The device remains in situ and would not be returned as it was still in use.

Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(4), implanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 2021-10-14, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen with concentration 2000 mcg at a dose rate of 100 mcg/day via an implantable pump for spinal cord injury/spinal cord disease. It was reported that the patient had a very good response post implant, three plus weeks after operation.  The patient however experienced increased spasticity. The physician did not titrate up baclofen after surgery due to good response. An x-ray showed the catheter tip at t1; later view was not taken.  The physician was to bring the patient into hospital as an inpatient in the coming weeks to titrate up with the patient under medical supervision. Suspicion of catheter problems had not been ruled out. Titration was to happen first to determine if dosing can resolve the issue.  Environmental/external/patient factors that may have led or contributed to the issue were unknown.  The issue was not resolved as of 2021-aug-10.  The physician was currently dosing the patient with oral baclofen until they could bring the patient in for titration.  No surgical intervention was performed or planned.  The patient's weight at the time of the event and medical history were unknown or would not be made available.